Event description:
The customer reported that the monitor suddenly turned black and did not display an image. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep took off the cover on the monitor cart and checked all of the connections. He checked the mda pc and took off all pcbs. He reset the parts and covers. The system operates as intended.